Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 110 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter ((B)(4)) has been returned and investigated with retained test strips. Performed visual inspection on returned meter and no issues were observed. Control solution testing was performed and no issues were observed. All results were within specification and no errors were observed. The reported test strips have not been returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The strip lot number provided for the strips was invalid. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 110 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.